Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.